Event description:
It was reported that the patient experienced a ¿painful¿ stimulation sensation while walking into a store in (B)(6) 2015. In (B)(6), the patient again experienced a ¿sharp pain, like an ice pick/electric jabbing¿ while walking by a greenhouse cabinet that contained stereo equipment. The sensation was from the implant along the lead wire. During the call, the patient reportedly still felt the sensation, but to a lesser degree. The implant had been turned off. Additional information received from the healthcare provider (hcp) reported that the system was not affected by electromagnetic interference (emi) and a power on reset did not occur. The stimulator had been turned off since (B)(6) 2013 as it was not found to be of benefit, and the patient refused explant. The patient reportedly had ¿intermittent episodes¿ which did not bother the patient. The cause of the pain was unknown and patient outcome was unknown.

Event description:
Additional information received from the manufacturer representative (rep) reported that they spoke to the patient and they were still experiencing 'pic like pain' at the explant site. She had seen her chiropractor and they believed that this was permanent pain due to scar tissue. The patient believed that it was the device that caused her this pain and the long term effects. She was looking at the bigger picture. The patient was going to follow-up with the rep next week or after the holidays.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the pain was still present even when stimulation was off. The patient's doctor would reportedly not check impedances due to the pain being present when stimulation was off. This pain was similar to pain that the patient previously experienced with a lead fracture. The doctor reviewed a potential scar tissue or nerve issue. There was no trauma or falls related to this event. The patient had not had therapeutic effect for the past week.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the pain was still present even when stimulation was off. The patient's doctor would reportedly not check impedances due to the pain being present when stimulation was off. This pain was similar to pain that the patient previously experienced with a lead fracture. The doctor reviewed a potential scar tissue or nerve issue. There was no trauma or falls related to this event. The patient had not had therapeutic effect for the past week. (B)(6) 2015 crts 3275746 x2, e1 (con): additional information received from the consumer reported the pain occurred on a daily basis now. An explant was scheduled within two weeks from the report. On (B)(6) 2015, the consumer reported pain at pocket site, shooting pain during (B)(6), and feeling stimulation even when it was off when going through stores. It was noted it happened several times. The patient reportedly went to the emergency room and had the system removed on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v695849, implanted: (B)(6) 2012, product type: lead. (B)(4).